Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and systemic lupus erythematosus ("autoimmune disorder:lupus") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included placental disorder nos in 2000, chronic tonsillitis in (B)(6) 2008, adenoidectomy, tonsillectomy, gallbladder disorder in 2004, cholecystectomy, multigravida, parity 4, abortion, menses irregular with excessive bleeding, pain menstrual, urinary tract infection and obesity. No ovarian cysts or adnexal masses. Previously administered products included for an unreported indication: hydrocodone. Concurrent conditions included depression (not recovered prior to essure) since 2008, anxiety (not recovered prior to essure) since 2008, migraine (not recovered prior to essure) since 2009, abdominal pain, chest pain, right upper quadrant pain, chronic back pain, lupus erythematosus, dysfunctional uterine bleeding, gastroesophageal reflux disease and lactation disorder (decrease in breast milk). Concomitant products included doxycycline for pelvic pain, abdominal pain, back pain and pain menstrual as well as axotal (fioricet), ibuprofen (motrin), metoclopramide (reglan), prenatal vitamins from 2008 to 2009 and tramadol since (B)(6) 2012. In 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and headache ("headache"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhoea(cramping) / menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia / dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in her mouth"), depression ("depression."), mood swings ("mood swings"), anxiety ("anxiety") and feeling abnormal ("brain fog"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with procet (hydrocodone/acetaminophen), antidepressants, propacet (darvocet), promethazine (phenergan), caffeine, phentermine (adipex), surgery (underwent a total hysterectomy to remove the essure) and surgery (underwent transvaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage and depression was resolving and the pelvic pain, systemic lupus erythematosus, fatigue, migraine, alopecia, dysgeusia, dysmenorrhoea, back pain, dyspareunia, procedural pain, mood swings, vaginal haemorrhage, menorrhagia, anxiety, headache, weight increased, abdominal pain, feeling abnormal and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. She was not advised of any complications or problems that occurred at the time of essure placement procedure and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Ultrasound pelvis - on an unknown date: mildly enlarged uterus. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received events added from pfs- nausea and dyspareunia (painful sexual intercourse), menstrual pain clubbed to previous events. Reporter information, historical condition added. Event onset date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and systemic lupus erythematosus ("autoimmune disorder:lupus") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included placental disorder nos in 2000, chronic tonsillitis, adenoidectomy, tonsillectomy, gallbladder disorder and cholecystectomy. Concurrent conditions included depression (not recovered prior to essure), anxiety (not recovered prior to essure) and migraine (not recovered prior to essure). Concomitant products included doxycycline for pelvic pain, abdominal pain, back pain and pain menstrual as well as axotal (fioricet), ibuprofen (motrin), prenatal vitamins and tramadol. In june 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and headache ("headache"). In 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), weight increased ("weight gain") and feeling abnormal ("brain fog"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhoea(cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression."), procedural pain ("suffered a painful post-operative recovery"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with procet (hydrocodone/acetaminophen), antidepressants, propacet (darvocet), promethazine (phenergan), caffeine, phentermine (adipex), surgery (underwent a total hysterectomy to remove the essure), and surgery (underwent transvaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, depression and procedural pain was resolving and the pelvic pain, systemic lupus erythematosus, fatigue, migraine, alopecia, dysgeusia, dysmenorrhoea, back pain, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, anxiety, headache, weight increased, abdominal pain and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. She was not advised of any complications or problems that occurred at the time of essure placement procedure and removal procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events extracted per pfs: mood swings, abnormal bleeding (vaginal, menorrhagia),anxiety, autoimmune disorder: lupus, headaches, pelvic pain, brain fog,abdominal pain,did not undergo essure confirmation test.concomitant drugs, historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), depression ("depression."), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, fatigue, migraine, alopecia, dysgeusia, depression, dysmenorrhoea, back pain, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.